Event description:
The customer reported that he was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 1025 mg/dl. The customer stated that he did not change the infusion set, and it appeared to be loose and coming off. Troubleshooting was not possible as the insulin pump was misplaced in the hospital. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.